Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high, out of range shock impedance measurement greater than 200 ohms. Boston scientific technical services (ts) was consulted and advised the health care professional (hcp) to contact the right ventricular (rv) lead manufacturer company for guidance. Ts noted that if the impedance measurement did not return to normal within the next day, the patient should be managed appropriately. No adverse patient effects were reported. This crt-d system remains in service.